Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. The patient was not pacemaker dependent. It was noted upon interrogation that high ventricular rate (hvr) episodes due to lead noise were observed on the right ventricular lead. All other parameters were stable. The physician chose to monitor the lead. The patient was discharged in stable condition.